Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 360 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported include high ketone levels and abdominal pain. The pod was removed from the leg at home and a new pod was applied prior to leaving for the ER. The patient was treated with electrolyte - elomel - 500 ml utilizing intravenous therapy. The doctor changed the patient's basal rates and advised the patient to deliver corrections when eating. The patient was released after a few hours.